Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side feels pain on both sides reported that the pain starts in the armpits, and has been progressing, also leaving the areola sensitized. Patient later reported 'calcification', 'lobulated contours', and 'periprosthetic fluid'. Device remains implanted.